Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited high capture thresholds. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition post surgery.